Manufacturer narrative:
(B)(6). A getinge field service engineer (fse) evaluated the unit onsite and identified that the issue was related to expired safety disk (0997-00-0985-15) and 5000hr maintenance kit (0040-00-0147). The safety disk and maintenance kits were replaced, after which the device underwent functional and safety testing, all of which passed and met factory specifications. The replaced components were retained by the customer and not returned.

Event description:
It was reported that during use the cardiosave intra-aortic balloon pump (iabp) displayed an ¿automatic charging failed¿ alarm, rendering the device unusable. No harm or injuries were reported. A backup device was provided to continue therapy.